Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-05890. It was reported the patient experienced ineffective stimulation due to one of the leads' having migrated. Subsequently, surgical intervention was undertaken in (B)(6) 2016 during which the physician was unable to reposition the affected lead. As such, the entire system was explanted. Abbott was not informed of the explant procedure.